Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. It was presumed, that the suggested event may have occurred, due to the use of a high-energy endo therapy accessory without maintaining adequate distance from the endoscope. This improper usage likely, caused the cover of the distal end section to become burnt. However, while the device malfunction was confirmed. The exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented, by following the instructions for use in: gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection, 3.3 inspection of the endoscope, inspection of the endoscope. Gif/cf/pcf-290 series, operation manual chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.